Event description:
During procedure w/ turkel catheter which is supposed to be a closed procedure, the catheter leaked. This occurred once before on 6/16/97 and the lot # involved at that time was pulled. This one is a new lot #.